Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient¿s medical history included a prostate operation (¿prostate removal for urethra not to be strangled¿), which was screwed up, which caused his incontinence (¿flapper problems on bladder/kidney¿) a year before the implant. The patient also had testicular cancer prior to the implant and having had 15 cancer operations, no testicles, and took hormone therapy. Every 3 months he had blood levels checked and got a refill of depo-testosterone. It was reported that the patient¿s first trial ¿went south, so they had to redo it.¿ the wires were dangling down and as he was sitting in a rod iron chair, he stood up, and one of the wires caught on one of the rod irons, which ripped the wire out of his back. They ended up using the other side, which was only in for a couple days. The second trial went well, which occurred a few weeks before implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.